Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. The customer's blood glucose was unknown. The customer also stated that the insulin pump was malfunctioning. The insulin pump was on auto mode or not at the time of incident was unknown. Customer had been using insulin pump system within 48 hours of reporting the incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.